Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2011.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent oversensing, as well as, far field r-wave (ffrw) oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Was later reported that the right atrial (ra) lead was oversensing and undersensing. Reprogramming was completed and remedied the issues. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.